Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer's insulin pump keeps vibrating. The patient's blood glucose level was unknown. The customer was assisted with clearing the alarm and was helped with checking the alarm history to find out what alarms they been receiving. The customer had a no delivery alarm which caused the pump to vibrate. The tech was disconnected with the customer over the phone. An attempted was made to call the customer back, but there was no answer. No further information was provided